Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - did the needle fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ if not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. ¿ what is current condition of the patient? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) --received information as following from sales rep via phone today. The needle did not fall into the patient. Additional information has been requested and received. The images provided, display 2 bent needles but not any broken needles. How many needles bent during this patient procedure? How many needles broke during this patient procedure? --received information as following from sales rep via phone today. The correct issue should be that 2 sutures broke instead of the needle breaking. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The patient underwent wound suturing due to trauma. The suture was found to have broken before the first stitch was completed, and a new suture was replaced. During the surgery, halfway through the sewing process, the suture was broken again. Normal suturing was performed without resistance or forced pulling. Stopped using, and the incision suture was successfully completed after the suture was changed in time. " additional information has been requested.